Event description:
Report was rec'd via third party lawsuit alleging a baxter sps 550 machine was involved in an incident that occurred on 4/11/97. The plaintiff reports the machine failed allowing hiv infected blood to be sprayed from device into rn's eye. Rn alleges permanent physical injury and psychological stresses as a result of incident. No further incident detail was provided.